Event description:
Additional information was received wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 9242372. Common device name: slim tip lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 9242372.

Event description:
Related manufacturer reference number: 1627487-2024-07637. It was reported the patient experienced pain at the ipg site and ineffective stimulation. Surgical intervention may occur later to address the issue.